Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0x120x150-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.